Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 03.221.015, cable tensioner with pistol grip, lot number p095096). The subject device was inspected and underwent functional testing. The subject device passed inspection per specifications with measurements of 40kg, 40kg & 40kg. A root cause could not be determined as the device functioned as intended. The complaint condition could not be reproduced. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) 2015 update: information previously submitted on initital, "10 minutes delay in surgery" was a typo. This incident did not happen during surgery. Per clinicians, adverse event and required intervention to prevent permanent implairment/damage ect. Will be removed, this event is a "product problem only"

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR 03.221.015 lot p095096 released 5/27/11 (x2) pioneer surgical technology manufactured the cable tensioner with pistol grip, p/n 03.221.015, and lot number p095096. The supplier¿s certificate of compliance (dated 5/20/11 for two receipts of this lot) indicates the parts were manufactured to p/n 03.221.015 and met the required specifications. The parts were inspected to the synthes, incoming final inspection sheet number ns047903, revision ¿c¿ (completed 5/26/11 and 5/27/11). No ncrs were generated for this lot and both receipts were released 5/27/11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, the tensioning mechanism of the cable tensioner was not working properly. The surgery was prolonged about 30 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.